Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An olympus field service engineer (fse) was on site with a customer and discovered that the customer¿s olympus high flow insufflation unit was experiencing a pressure problem. According to the fse, there was no air insufflation during a gallbladder operation. Reportedly, the user finished with minimal delay, and no patient harm using another device. The initial reporter did note that the patient was under anesthesia at the time of the failure, no patient harm was confirmed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d10. The device was not returned to olympus because the customer reported the device was good in the subsequent use of the device. The user reported that the fault occurred may be caused by the mishandling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned, the phenomenon could not be reproduced. As a result, the root cause could not be identified. Olympus will continue to monitor field performance for this device.